Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse holder assembly and the left monitor were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not display an image during fluoroscopy. No pt injury was reported.